Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had poor wound healing that led to a pocket infection. There were no environmental/external/patient factors that may have led or contributed to the issue. Antibiotics were attempted, but failed to resolve infection and a totally system explant occurred. The issue was reported as resolved and the patient was alive with no injury. It was noted that the device would not be returned for analysis. No further complications have been reported as a result of this event.